Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not having adequate therapy due to lead migration. Reprogramming was attempted without success. On (B)(6) 2019 the lead was explanted and replaced. The patient has effective therapy post operatively.